Event description:
It was reported that after taking a bath, the user experienced elevated blood glucose while using an ilet system; blood glucose reached 267 mg/dl and continued rising despite no food intake, and the user performed an infusion set needle change with guidance, filled the cannula, and insulin delivery resumed, with education provided that glucose could take 1¿2 hours to return to range. Symptoms included hyperglycemia. Outcomes included transient high glucose requiring troubleshooting and education, without hospitalization. Investigation included guided troubleshooting of the infusion set and confirmation of insulin delivery resumption. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction after the infusion set needle change and cannula fill restored delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.